Event description:
Nellcor puritan bennett received a call from a representative of facility on 10/1999. Representative called to report the following problem: no cycle with all leds and constant single tone alarm.